Event description:
It was reported that this right ventricular (rv) lead was dislodged and was confirmed through no capture at maximum output and was visualized under fluoroscopy. The lead was pulled back into the supra vena cava (svc). The physician did observe that the lead was not sutured down tight enough and was moving freely upon removing the device from the pocket. Hence, this lead was explanted, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and was confirmed through no capture at maximum output and was visualized under fluoroscopy. The lead was pulled back into the supra vena cava (svc). The physician did observe that the lead was not sutured down tight enough and was moving freely upon removing the device from the pocket. Hence, this lead was explanted, and a new lead was implanted. No additional adverse patient effects were reported.